Event description:
Vaginal bacterial infection .bacterial vulvovaginitis. Piece of tampon stuck inside- vagina .foreign body in reproductive tract. Itchy/vagina .vulvovaginal pruritus. Pieces of tampon, fragments device breakage. Case narrative: consumer reported via phone that she used a tampon and a piece was stuck inside. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Vaginal bacterial infection [bacterial vulvovaginitis]. Piece of tampon stuck inside- vagina [foreign body in reproductive tract]. Itchy/vagina [vulvovaginal pruritus]. Pieces of tampon, fragments [device breakage]. Thick yellow/ white discharge- vagina [vaginal discharge]. Introitus is thickened and (erythematous)- vulvovaginal [vulvovaginal disorder]. Introitus is (thickened) and erythematous- vulvovaginal [vulvovaginal erythema]. Desquamtous areas noted of vaginal walls [vulvovaginal exfoliation]. Consumer reported via phone that she used a tampon and a piece was stuck inside. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Vaginal bacterial infection [bacterial vulvovaginitis] piece of tampon stuck inside- vagina [foreign body in reproductive tract] itchy/vagina [vulvovaginal pruritus] pieces of tampon, fragments [device breakage] case narrative: consumer reported via phone that she used a tampon and a piece was stuck inside. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation, completed on 3/8/23. An investigation is in progress for returned product received on 3/10/23.

Event description:
Vaginal bacterial infection [bacterial vulvovaginitis]. Piece of tampon stuck inside- vagina [foreign body in reproductive tract]. Itchy/vagina [vulvovaginal pruritus]. Pieces of tampon, fragments [device breakage]. Case narrative: consumer reported via phone that she used a tampon and a piece was stuck inside. No serious injury reported.